Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported receiving multiple no delivery alarms from the insulin pump, past events. The customer reported that un-kinking the tubing resolved the alarms in the past. The customer was not able to properly troubleshoot the alarms as they were past events. The customer did not wish to return the related infusion sets and reservoirs for analysis. The customer's blood glucose values were not reported. No further information was provided.